Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 220 mg/dl (advantage meter - serial number (B)(4)) and 31 mg/dl (advantage meter - serial number unknown) customer is hypoglycaemic unaware and did not have symptoms. Customer took glucose tablets to increase her blood sugar. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the advantage system 1. (B)(4).